Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering was able to confirm the customer's experience of the seal being easily dislodged from the cannula without pressing the latch tabs. The distance between the latch tabs was measured and was found to be out of specification. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to the distance between the two tabs not meeting specifications. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laproscopic case - "top of cap of sleeve comes off too easy and without pushing on the sides of sleeve/cap to release cap. This was the second one today. The first one released all the c02 while doing the laproscopic case. The first product was not kept but it came from the same lot."